Event description:
The customer reported that during the treatment, the machine switched to rinse mode by itself.

Manufacturer narrative:
No patient injury reported. The reported condition had no impact on the actual patient's weight removal. On september 19th, 2006, a gambro technician checked the machine and did not find any error. The event history showed the following alarms: "access pressure extremely negative", "effluent weight: incorrect weight change detected", "alarm screen from display erased", "caution: effluent weight incorrect weight change detected", "stop pressed". The last event showed in the treatment history was "rinse selected". We can not role out that an operator pressed "rinse mode".